Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Upon measuring the soft cannula, the measurement was found to be out of specifications. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 24 and 36 hours. Hyperglycemia treated with correctional bolus, manual injection and a new pod.

Manufacturer narrative:
Correction to d(4): catalog no changed from unavailable to zxp425. Correction to g(5): PMA/510(k) # changed from unavailable to k192659.